Event description:
My daughter uses the devilbiss vacu-aide compact suction unit so that we can suction secretions or vomit, etc. An hour ago, her pulse ox alarmed and when I went in, she was vomiting, choking and turning blue. I immediately grabbed the suction and it fell on its side. I set it up, but it would not suction. She could not breath and I almost could not save her because the machine wouldn't work. My husband realized that there is a little ball in the top and when it fell the ball moved and wouldn't allow it to work. After hitting it hard, he knocked the ball into place and the suction resumed. When our daughter was stable, he checked the machine and nine out of ten times, when it falls to its side, the ball moves and it won't work. This is a portable machine that is advertised as rugged and that it can withstand drops. A malfunction like this can kill people. A person who is so sick that they need a portable suction machine needs to be able to trust that it will work in an emergency. Please recall this machine before somebody dies.